Event description:
On (B)(6) 2019, an 88 year-old male patient had a mild procedure performed. Following the procedure, the patient went to the hospital for leg pain and was diagnosed with an epidural hematoma. The patient was treated for the initial hematoma, and then again for a second hematoma that had developed. There was no reported device malfunction, and the patient has made a full recovery. The physician reported that the patient's history was believed to be the cause of the hematoma, as the patient was on blood thinners and was reported to be suffering from alcoholism.